Manufacturer narrative:
Insulin pump was received with scratched lcd window. All the buttons functioned properly and no moisture damage on keypad traces noted. Device passed displacement test, rewind, basic occlusion, prime/compromised force sensor system and no delivery tests. No excessive "no delivery" alarm noted. Device had missing segments due to cracked zebra connector on lcd. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that there were scratches and broken pixels on the lcd screen. Customer's blood glucose was 41 mg/dl. Buttons had intermittent responses. Device alarmed a no delivery alarm. Alarm was resolved by a complete set change. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.